Event description:
It was reported that at ICD change-out, high capture threshold and impedance were noted. Insulation damage was observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.